Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/10/2023, an investigation was conducted on 08/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the device. The clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects observed. The heater wire was observed to be flexed away from the hot jaw and remained attached at the tip, which is normal due to clinical use. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The cold jaw opened and closed and functioned normally with no visual defects observed. The hot jaw did not move with the toggle. A microscopic evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed using "max life test method stm2048073 rev aa. The device was unable to successfully transect tissue due to the hot jaw's lack of functionality . No final testing was conducted due to the state of the hot jaw. An engineer evaluation was conducted on september 8, 2023 with the following results: "the complaint device showed signs of clinical use. The hot jaw on the complaint device was found to be stuck in the open position and would not move to the closed position when the thumb toggle on the handle was fully pulled back which is not normal. It was found that the metal on both sides of the hot jaw had been completely broken off. The location of the fracture was distal to the hot jaw pivot point and just before the silicone over molded portion of the jaw. To further investigate, the hot jaw was removed from the shaft tip. It appears from the deformation seen at the location of the metal fracture, that a significant force had been applied to the hot jaw. The force applied had completely sheared off the two proximal portions of the hot jaw. The damage to the hot jaw most likely occurred during clinical use." Based on the returned condition of the device, evaluation results, and engineer evaluation, the reported failure "failure to cut", as well as the analyzed failures "mechanical issue" and "break; jaw" were confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000325248 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2, used for an endoscopic vein harvesting procedure, failed out of the box. The device failed to cut and seal after several attempts. A second kit was opened and the case was completed without further incident. No extended delays in the case as a result. No harm came to the patient.